Event description:
Per the complaint, the patient was in pain and with an abscess-like lesion around the implant. The patient suffers from clinically permanent swelling (facial & internal mucosa) and extreme pain.